Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned in two segments with an extracting stylet stuck inside the distal segment of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. An initial report was previously submitted to FDA on (B)(6) 2007; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from (B)(6) 2007. (B)(4).

Event description:
This left ventricular (lv) lead was returned to boston scientific. Attempts to obtain information on the reason why this lead was extracted were unsuccessful. No adverse patient effects were reported.